Event description:
Consumer stated that the seat allegedly cracked underneath the leather covering when he sat on it. (B)(4). No injury alleged.

Manufacturer narrative:
New seat has been sent under warranty (B)(4).